Manufacturer narrative:
Additional catalog# 426-0246. A medical device correction advisory notice was sent to all phd consignees advising them to ensure that quantitative results have passed all validation criteria (qualitative results), by looking at the phd worklist results prior to reporting pt results.

Event description:
A customer who configured her laboratory information system (lis) not to process qualitative result messages (e.g."invalid"), ran a vitamin d assay, where the negative control failed. Both qualitative ("invalid") and quantitative (numerical) results were reported on the phd device worklist results. In this case, the "invalid" message associated with the vitamin d test, which failed a programmed validation rule, showed-up only on the phd worklist results, but not on the lis output file. This could present a risk for pt misdiagnosis or mistreatment, if a healthcare provider only sees the quantitative results from the lis and does not see the qualitative result.